Event description:
The patient contacted animas alleging that the pump reverted to the default date/time with pump reboot and/or battery change. There was no reported impact associated with this complaint. The product came back and was tested on (B)(6) 2012 and it was noted unit unable to maintain time and date settings during battery replacement. It was noted that the bt1 was corroded & unable to hold the charge; therefore the complaint is being reported.

Manufacturer narrative:
The product came back and was tested on (B)(4) 2012 with the following findings: pump unable to maintain time and date settings. Pump was exercised for 24 hrs on a 1 unit per hour basal program. Unit unable to maintain time and date settings during battery replacement. It was noted that the bt1 was corroded & unable to hold the charge. During investigation observed that the audio bolus button is inoperable. Removed the button to find that the contacts is missing . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.